Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the right coronary artery (rca). After two non-bsc stents were deployed, a 5.50mm x 12mm nc emerge® balloon catheter was advanced for post dilation. However, after a few inflations were performed, the physician had difficulties withdrawing the device. No patient complications were reported.

Manufacturer narrative:
The nc emerge balloon catheter was received in the lumen of a non-bsc catheter. The balloon was loosely folded. The profile of the catheter could not be measured as the balloon was not tightly folded. The balloon catheter was in the lumen of the guide catheter with the proximal end extending 25cm out of the hub of the guide catheter and the distal end 8cm from the tip. There was no damage to the guide catheter. The catheter was successfully removed from the guide catheter with no resistance. The inner shaft was buckled at the distal end of the bi-component weld, which was most likely due to interaction with the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the right coronary artery (rca). After two non-bsc stents were deployed, a 5.50mm x 12mm nc emerge® balloon catheter was advanced for post dilation. However, after a few inflations were performed, the physician had difficulties withdrawing the device. No patient complications were reported.